Manufacturer narrative:
The investigation for the priming issues has been completed. Clinical details noted that after pump was primed and connected to console, the pump would not zero and placement signal was reading at 20/19. The pump was able to complete priming and the clinical team reported an issue with the placement signal. The impella 5.5 was returned for evaluation. No visual abnormalities noted. Optical parameters of returned pump checked and all were found to be within range. Pump was connected to console and no optical alarms were triggered. Placement signal was reading at -8/-8 while pump was connected to console, pump was not in a bucket of water and was dry on the lab table. Data logs from field were reviewed and rt log when pump was first connected to console shows no issue with pump optical parameters or hard failures of the optical sensor. Pump was unplugged and reconnected to console and again all optical parameters were within range. As it was noted in the clinical details, the pump had just completed priming but had not been inserted in the patient when placement signal was reading 20/19. No problem was found with the pump in the field as pump was outside of the body when reading 20/19 placement signal and no issues were found on the returned pump. Corrections to the initial MFR report: g1 MDR reporting contact email

Manufacturer narrative:
The impella pump and dta stick were returned, and an evaluation is underway. Upon investigation closure, a supplemental manufacturer device report will be filed.

Event description:
The complainant reported that an impella 5.5 was plugged in and did not zero correctly. After priming, the pressure read 20/19. The cable was unplugged and re-plugged and still did not zero. It was recommended to replace the impella. The impella was removed and the surgical team opted to place an intra-aortic balloon pump for patient support. There was no patient harm.